Manufacturer narrative:
The customer¿s report of leaking at the trifuse was confirmed. Visual inspection indicated that the tubing had been properly bonded and engaged to the trifurcated connector. Functional and pressure testing was performed; a leak was detected at the distal end of the 4-way parallel connector at its engagement to the distal tubing. Dimensional evaluation showed that the tubing and connector were within specification. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer later reported that the patient had a drop in blood pressure or awoke from sedation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the junction upon disconnection from the trifuse. The set is changed every seven days when the caps on the lines are changed. There was no report of patient harm.